Event description:
It was reported that a spectrum pump did not advance the fluid and did not empty the bag. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found in specification in relation to the reported symptom which was not reproduced. The device was tested and no malfunction could be identified, and was not confirmed.